Event description:
As reported by the user facility: IV had been started successfully. While gathering up the trash, the nurse stuck her hand with the IV stylet. The safety mechanism for the needle had not covered the tip leaving the used needle exposed.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). The needle portion of the actual device in the reported incident was returned for evaluation. The catheter was not returned. No visual anomalies were identified on the returned sample. The facility noted that in order to package for safety, the nurse did pull the safety clip up to cover the tip of the needle before sending the device back to b. Braun. There are no other reports of this nature against the reported lot number. Batch record review of the reported lot number did not reveal any abnormalities or nonconformances of this nature during inprocess or final control inspection. The facility report did indicate that while gathering up the trash, the nurse stuck her hand. It is possible that the needle clip was somehow manipulated and exposed the needle tip during this activity, resulting in the needle stick injury. However, it is not known if the clip covered the tip of the needle when it was set down. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available information have been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available from the manufacturing facility.